Manufacturer narrative:
Act, esc and arrow buttons did not respond due to flattened button dome switches. No unlock on j2/lcd keypad connector noted. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, no delivery test, displacement test and verify a33 alarm due to button keypad anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during an infusion set change. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 89 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.